Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during occlusion test due to flush drive support disk. Motor tested and it was ok. The device had cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported the insulin pump had a bolus anomaly. Customer's blood glucose was 110 mg/dl. Customer stated the boluses only delivered partially. Customer reported that she had done a complete set change and blood glucose lowered. The drive support cap was correct. Manual prime was performed and device passed. High pressure test was performed and device failed twice motor error. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.